Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/14/2007.

Event description:
The customer reported that, during a vitrectomy procedure, an error code displayed while the patient was on the table. The surgeon finished cutting the vitreous; however, he had to inject the gas manually, without the aid of the system. There was no delay in the procedure, and the surgery was completed. There was no patient harm.